Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 7 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as confusion, dizziness, and excessive sweating. Customer had contact with an hcp and was diagnosed with hyperglycemia and administered unspecified "serum and remedy to control glucose". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "replace sensor" message after 7 days of sensor wear and was unable to obtain readings. As a result, customer experienced symptoms described as confusion, dizziness, and excessive sweating. Customer had contact with an hcp and was diagnosed with hyperglycemia and administered unspecified "serum and remedy to control glucose". There was no report of death or permanent impairment associated with this event.